Event description:
Ous MDR - it was reported that after 48 months of implant, a battery depletion was observed. The device was replaced and returned for analysis. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. The device was implanted for 48 months and 17 charging cycles were recorded in the memory of the ICD. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the ICD delivered a shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. The amount of charge taken from the battery was verified indicating the battery depletion not to be as anticipated. Therefore, the device was opened and the inner assembly was inspected. The visual inspection revealed no anomalies. The measurement of the battery voltage confirmed the battery depletion. The battery was sent to the manufacturer for a detailed inspection. The battery was opened for destructive analysis. Thereby, a low resistance on the part of the cathode was identified which led to an increased internal self-discharge and therefore to the clinical observation. In conclusion, the device was implanted for 48 months. An increased internal self-discharge of the battery was found to be the root cause for the clinical observation. Based on the analysis, all therapy functions of the ICD were entirely available while the device was implanted.